Manufacturer narrative:
The device was expected to be returned for evaluation; however, new information was received that the device is not available for evaluation. The serial/lot number of the monitor was not provided therefore a review of the device history record was unable to be performed. Without return of the device, the customer¿s allegation is unable to be confirmed or negated. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient's clinical manifestations. It is unknown whether user or procedural factors may have contributed to the customer¿s experience. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. Upon the return of the product a supplemental report will be sent with the investigation results. The vigilance ii monitor was also submitted and the MDR number is 2015691-2016-03581.

Event description:
It was reported that during use of a vigilance 2 monitor, the cco (continuous cardiac output) changed abnormally from 1.5l/min to 6l/min. The physician did not remember which disposable product was used, he only remembered that one 70cc2 cable was used, however the lot number is unknown. The reported also indicated that the physician did not notify edwards in a timely fashion, so it is unknown if there is a problem with the 70cc2 cable or not, as the cable cannot be located. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.